Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow-up, episodes of oversensing were observed on the right ventricular (rv) lead. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Correction: manufacturing report 2017865-2021-12788 should not have been reported as a medical device report (MDR) as the malfunction reported was not associated with a lead manufactured by abbott.

Event description:
Additional information was received that a revision procedure was performed, which revealed a non-abbott low-voltage (lv) lead was attached to the sense-pace channel of the device, which was the cause of the event.

Event description:
Additional information was received that right ventricular (rv) lead damage was suspected, but was unable to be confirmed.